Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram videos were submitted and reviewed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the left femoral artery. Arteriotomy was noted as 7mm, no calcification, and a deployment depth measurement of 8.5. Two attempts were performed to gain access using micropuncture, no ultrasound was used. Procedure requirements per IFU state: arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. The physician encountered issues attempting to advance the manta sheath due to the guidewire kinking. If significant resistance is felt advancing the manta sheath and introducer into the vessel, this may be indicative of swelling, scar tissue, calcification, or tortuosity. Do not proceed with manta closure as the device may become damaged. A dilator was placed over the wire, and the j wire was exchanged for an amplatz ss wire. Bleeding was present, a hematoma formed; and the manta sheath was advanced. The safety and effectiveness of the manta device has not been established in patient populations who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation as indicated in the IFU. The manta was deployed at 10 rather than the measured depth of 8.5, to accommodate for the hematoma. No issues were reported during the manta device deployment, and the bleeding stopped. A post-angiogram indicated an occlusion. A contra-lateral wire was unable to cross to apply balloon inflation and the vascular surgeon was called in. The surgeon performed a cutdown, removing collagen from the artery, explanted manta, and repaired the vessel. An attempt was made to gain clarification on the location of the manta implant and findings from the surgical cut down; however, these were unable to be obtained. The cause of the vessel occlusion is likely from a dissection. Dissections are a common large bore procedural complication. In this case it can be determined the dissection likely occurred prior to manta deployment as indicated by the bleeding present prior to placement of the manta sheath. Potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Risk documentation was reviewed, and occlusion was identified as a known risk.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: post angio showed complete occlusion of the sfa, unable to cross a wire so a cutdown was performed. Physician had difficulty advancing manta sheath, wire was kinking. A dilator was placed otw and standard j was exchanged for a competitor guidewire and manta sheath was then advanced, a hematoma had formed at this point. Decision was made to deploy manta at 10 instead of 8.5 premeasurement because of hematoma. Deployment seemed to go well; bleeding stopped but post angio showed occlusion. Vascular surgeon had to perform a cutdown to remove collagen from the artery- entire device removed and vessel was repaired extra clarification on hematoma formation: the hematoma occurred after the tavr procedure and during the manta sheath exchange. They couldn't advance the manta sheath, so wanted to exchange wire. During the exchanges, there was bleeding which caused a hematoma. So, by the time the manta sheath was in, the hematoma was present.